Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Pusher wire, introducer sheath, and main coil were returned for this complaint. Visual inspection was performed and revealed that the main coil and pusher wire were not interlocked within introducer sheath. The pusher wire was inspected, and it was found kinked. The main coil was found kinked and severely stretched. The interlocking arm of the coil was detached. No more damages were found. Microscopic inspection of the pusher wire was performed and revealed that the proximal end has a smooth surface. The interlocking arm was inspected, and no damages were noticed. Microscopic inspection of the main coil was performed and revealed that the proximal end has a smooth surface. The interlocking arm was inspected, and the interlocking arm was found detached. Dimensional inspection of the pusher wire was performed and the measured dimensions were within specification. Dimensional inspection of the of the main coil was performed and there were missing fiber bundles on the main coil due to coil stretching condition. The remaining measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12jul2021. It was reported that the coil could not be advanced. A 22mmx60cm 2d interlock coil was selected for use on the embolization of arteriovenous malformation in maxillofacial area. During preparation, the coil could not be advanced into the lumen. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed detached interlocking arm of the coil and fiber loss.